Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply generator had an issue and stopped working. They are having biomed run an electrical test on it. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of the event unknown.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The serial number was not reported, we were unable to find when was the device sold to the account. The certificate of conformance (c of c) was not available for review.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply generator had an issue and stopped working. They are having biomed run an electrical test on it. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of the event unknown.